Event description:
It was reported that the attachment device was broken. It was unknown to the reporter if the event occurred during a surgical procedure. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out, loose and were no longer in axial alignment. It was determined that this caused heat beyond manufactures specifications. Therefore, the reported condition was confirmed. The assignable root cause was due to worn out bearings from normal wear and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.